Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The cause of the reported issue was determined to be related to the device's system pcb assembly. Due to the age of the device, a replacement for this part is no longer available for further investigation and a further root cause for the reported issue could not be determined. The customer was notified and will replace the device via trade-in option. The returned device was archived by stryker.